Event description:
It was reported that this this lead had moved back after the initial procedure and presented loss of capture. The doctor decided to remove the lead and use a new one with a different shape. No additional adverse patient effects were reported.